Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to troubleshoot issue, it was found the batteries were flat, so the motion batteries were replaced. System check-out successful. Following multiple motion batteries replacements performed over the last 12 months, it was decided to proactively replace the motion battery charger, although the voltage values measured are within the expected range. Battery charge was ordered and sent to site. Motion battery charger successfully replaced and tested. System check-out successful. Motion battery charger was sent back to manufacturer for evaluation. Unable to confirm "charger not 100 percent." Motion charger board was bench tested and all output and functional results were as expected. No further issues reported. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported the system turned off apparently due to flat motion batteries. This happened when the customer was bringing the system to its storage place at the end of the surgery. There was no patient present when this issue was identified.